Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test due to an error 7 displayed on the adc blood glucose meter upon test strip insertion and blood sample application. Customer further reported he experienced loss of consciousness and was seen by the emergency hcp who diagnosed with hypoglycemia and treated with glucose serum via IV. Based on the information provided, there was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to test due to an error 7 displayed on the adc blood glucose meter upon test strip insertion and blood sample application. Customer further reported he experienced loss of consciousness and was seen by the emergency hcp who diagnosed with hypoglycemia and treated with glucose serum via IV. Based on the information provided, there was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided for the strips. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. No further investigation activities were performed for the mete as it was discontinued. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the precision strips and there were no tripped trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.